Event description:
(B)(6) 2013, pt underwent a bilateral mastopexy/reduction revision. A single sheet of galaflex mesh was cut in half; one half was implanted in the left breast and the other half in the right breast. Seventeen days post-procedure, pt notified surgeon of redness and swelling in left breast. A visual examination noted what appeared to be an infection along the suture line at the bottom of the t line incision. Oral antibiotics were prescribed and follow up scheduled for 48 hours. Three days later, pt went to surgery for wound debridement. Breakdown of suture line and wound abscess was confirmed. Abscess tracked from suture line to mesh. Wound was debrided, irrigated and mesh was removed. Culture positive for s. Aureus. Surgeon concluded event was not device related. It was opined that infection was likely due to compromised blood supply due to poor quality scar tissue at incision site. Mesh was removed as a precaution. There are no issues with mesh implant in right breast. Event is resolved and pt is doing well. Reason for us: bilateral mastopexy/reduction revision.